Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). It was reported that 3 or 4 weeks ago patient¿s knee gave out and she went down. Pt states that she then had an x-ray and since then she has been seeing "settings not available" (screen 59). Patient thinks the imaging was done on (B)(6) 2019. Patient is unsure/unable to confirm if onset of issue began after fall or after imaging. Patient initially states she is having trouble connecting with ins using rtm or using blue tooth technology of controller. Later patient stated that she is able to connect and charge ins and that she had charged it on saturday but is now seeing that ins is depleted. Patient mentions that when she had charged, the ins was very depleted-seeing the red triangle on screen 49 and that it would take forever to charge. Patient states that she is in pain. The patient had tried doing hard reset with controller without issue resolving. The patient was redirected to their healthcare provider (hcp). Subsequently the patient reported that since having an x-ray, her therapy shut off. No further complications were reported/anticipated.

Manufacturer narrative:
F information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. It was reported that the unit would not turn on. Patient believed this may have started after an x-ray. Unit was reprogrammed through the rep's computer and was resolved.